Event description:
Customer reported being hospitalized for high blood glucose and dka. Troubleshooting was not performed due to esc button not responding. Explained to customer that their pump would be replaced.